Event description:
It was reported that on (B)(6) 2026, "during hospital rounds, a tear was identified on the extension line of a central venous catheter (cvc), resulting in failure of fluid infusion. The catheter was immediately clamped, and the physician was notified. Following disinfection, the catheter was removed, and compression hemostasis was applied at the puncture site. The device was replaced with a new catheter." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal and replacement of the affected device.

Manufacturer narrative:
(B)(4).